Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d6a, g2, g4 h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5, b6; d9; h3; h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: * rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture. Healthcare professional later reported "oval anechoic cysts" and "rupture". The device has been explanted and replaced. This record relates to the right side.